Event description:
False positive troponin I (tni) and ckmb results on triage meter using triage cardio profiler compared to results on beckman access from three (3) samples tested within a 12 hour period. Initial and discharge diagnosis not available. No information on what if any additional procedures were performed. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation in process.